Manufacturer narrative:
The investigation has been completed and the reported issue was verified in the logs. The reported occlusion could not be duplicated. Device investigation found a different issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set site and location multiple times and the alarm reoccurred. The contact stated that the occlusions occur every time the pump supplies are changed. The customer's blood glucose (bg) level was 470 mg/dl with a slight level of ketones and insulin injections were administered to address the bg level. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer reverted to using insulin injections to manage diabetes.